Event description:
According to the reporter, intra-operatively of enucleation of esophageal tumor, while on the azygos vein, the reload made an abnormal movement when the device was fired. The device did an uncontrolled articulation. The staple line was normal. When the nurse came to disassemble the reload, the shaft of the reload broke and fell apart. No device component fell into the patient¿s cavity. When anew reload was attached, articulation and clams test was performed without issues. The handle worked normally with other devices. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#:n4d2012y), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.